Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report an issue with universal surgical manipulator (usm)1 stating that the jaws were freezing and the surgeon was unable to regain control of it. Site replaced the instrument prior to calling and stated that the issue resolved. While still on the call, site informed that arm 1 felt 'spotty' when the surgeon was controlling it. Tse advised reseating the drape and instrument. Staff elected not to reseat them at the time of the call. Site confirmed no errors were present when the issue occurred. The system was not connected to onsite at the time of the call. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse performed electrical and mechanical adjustments to correct the reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.